Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
The patient was placed under general anaesthesia during revision and explantation surgery on (B)(6) 2024.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2024, to reposition the receiver/stimulator due to asymmetry when wearing. However, the electrode array was extruded and the surgeon accidentally cut electrode lead during the reinsertion, resulting in the decision to explant the device. The device was explanted (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.